Event description:
It was reported that the rv lead was explanted due to sustained failure to capture, oversensing, and lead dislodgement. No patient complications were reported as a result of this event.